Event description:
The involved dialyzer reportedly developed a blood leak during hemodialysis treatment. This event occurred during the 60th use of the dialyzer. There was no reported blood loss or adverse consequence to the patient.